Event description:
A cartridge alarm 30 was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support confirmed recurring cartridge alarms with consecutive cartridges and decided to replace the pump.